Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the halves mixed. The anvil was noted to be missing from the anvil half of the device. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, after applying it on the colon and firing the ntlc, he saw the bleeding on the stapling position then he checked the ntlc and staples lines, there are many staples had not completely formed. A few staples attached on the anvil. Procedure was completed with same like device. Procedure was delayed by fifteen minutes. There was no patient consequence.